Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater-cooler system 3t was not warming on the patient side during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative opened the machine and tested the unit but was unable to reproduce the reported issue. The unit worked according to specification. The unit was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not determined and corrective actions were not identified. Sorin group deutschland will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was not warming on the patient side during a procedure. There was no report of patient injury.